Event description:
Manufacturer representative reported patient implanted with neurostimulator in march. Originally, patient was programmed with unipolar combination. The patient turned the device off. When the patient turned the device back on, the patient experienced blurry vision. The patient complained of feeling hot/warm. No report of device explantion.